Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) due to suspected inappropriate tachy therapy. This ICD stored a ventricular episode where therapy was exhausted after three bursts of anti-tachycardia pacing (atp) and six 41j shocks were delivered due to what appeared to be an atrial arrhythmia with rapid ventricular response (rvr). The other treat episodes contained only anti-tachycardia pacing (atp) for the same atrial driven rhythm. It was noted that the ER physician had paged cardiology regarding next steps for this patient. This ICD remains in service. No additional adverse patient effects were reported.